Manufacturer narrative:
Citation: lópez-aguilera j et al. Long-term clinical impact of permanent cardiac pacing after transcatheter aortic valve implantation with the corevalve prosthesis: a single center experience. Europace. 2018 jun 1;20(6):993-1000. Doi: 10.1093/europace/eux046. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding the long-term impact of permanent cardiac pacing after transcatheter aortic valve implantation (tavi). All data were collected from a single center between april 2008 to december 2015. The initial study population included 259 patients (predominantly female, mean age 78 years), all of which were implanted with a medtronic corevalve bioprosthetic valve. After 42 patients were excluded, the final study population remaining was 217 patients. No serial numbers were provided. Fourteen patients from the initial study population were excluded from final analysis due to peri-operative in-hospital mortalities. Five deaths occurred during the implantation due to ¿various complications¿, 6 deaths occurred immediately postoperative due to sepsis, and 3 deaths occurred due to a bleeding complication. No other details were provided regarding these deaths. Based on the available information, none of these deaths were attributed to medtronic product. Among the final study population, 50 deaths occurred. Causes of these death events included: heart failure, endocarditis, ischemic stroke, subarachnoid and intracranial hemorrhage, aortic dissection, pulmonary embolism, sudden cardiac death, asystole, sepsis, cancer, and senescence. Causes of death possibly attributable to medtronic product included three deaths due to heart failure secondary to prosthesis degeneration at 70, 75 and 75 months post-implant. No other details were provided regarding these deaths. No additional deaths were reported. Among all patients, non-death adverse events included: ischemic stroke, heart failure and arrhythmia requiring permanent pacemaker implant. Based on the available information, these adverse events may have been attributed to medtronic product. No additional adverse patient effects or product performance issues were reported.